Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: it was reported there was a brown film present. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and there is embedded degraded resin at the syringe barrel flange. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2298594. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: brown film on it.